Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that when the patient's implantable cardioverter defibrillator (ICD)  was interrogated, invalid data appeared in the observation text, cardiac compass and histograms. The physician was able to reprogram the settings and the ICD remains in use. No patient complications have been reported as a result of this event.